Event description:
It was reported that the patient had an infection in 2007. The patient experienced increased pain. The patient recovered without sequela. Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).